Event description:
Procedure type: nephrectomy. According to the reporter: used for laparoscopic nephrectomy. During the procedure, when the device was inserted through trocar, the tip came off and fell into cavity, and was retrieved. A new device was opened to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).